Event description:
Customer reports discrepant meter results for multiple pts compared to the lab. Nurse only had results for one pt. Date: unk, inratio: >7.5, lab: 2.3. Nurse said this happens on every other pt they test. Only perform one test every other week.

Manufacturer narrative:
Investigation pending.